Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. A break was found in the forceps wire due to an external factor. The bending section cover adhesive part was cracked due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the tip body, insertion part cover tube, operation part, operation part cover, switch box, up/down knob, right/left knob, up/down angle fixing lever, right/left angle fixing knob, grip, universal cord, and scope connector side of the universal cord due to external factors. There was discoloration of the tip body due to handling. There were wrinkles in the insertion part due to external factors. The tip cover and scope connector may have been scratched due to external factors. The forceps stopper was scraped due to an external factor. Water cover was observed on the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the forceps elevator wire broke on the evis lucera duodenovideoscope. No patient harm reported. During the evaluation of the device, it was noted the adhesive part of the lighting lens was peeled off and dirt had entered the inside of the lens through the gap. This report is to capture the reportable malfunction of the peeled off adhesive on the lighting lens and dirt had entered the inside of the lens through the gap noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.